Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the hakim valve was unable to program. It was reported that the valve was implanted to the patient due to syntaphilin via ventriculoperitoneal shunt. An initial setting was unknown. The valve had been implanted for over 15 years. The valve was unable to change the setting and the hydrocephalus was progressed and hearing loss was occurred to the patient. Therefore it was replaced with a new valve. An initial setting was unknown.

Manufacturer narrative:
Product was received for evaluation: DHR - no discrepancies noted failure analysis: - the valve was visually inspected; no defects were noted. - the valve was tested for programming, the valve failed the test, the cam mechanism did not move during the programming process. The valve was retested, the valve failed the test, the cam mechanism did not move during the programming process. The silicone was cut just after the valve casing. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was noted on cam mechanism and base plate. The cam magnets were controlled. The magnets failed. Root cause: the root cause(s) for the programming issue was due to a combination of biological debris on the cam mechanism and to the abnormal polarization of the valve magnets. The root cause for the abnormal polarization was probably caused by an exposition of a too strong magnetic field, as noted in the IFU, ¿any magnet may experience a degradation of magnetic field strength as a consequence of exposure to the significantly stronger magnet field induced in a MRI procedure. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.